Event description:
Event description guidant received information that pre-implant, this implantable cardioverter defibrillator (ICD) exhibited a lower monitoring voltage than was stated on the box. The device was in a car overnight but was in the lab for about 4 hours before being checked. ,